Event description:
On february 17th, the user's wife contacted dario to report high blood glucose (bg) readings. The user's wife reported that on february 8th, prior to contacting dario, her husband (who has 2 dario meters) received high readings of 257, 459, and 514 mg/dl with his dario meter. Due to these readings, the user's wife reported that he went to the ER where his bg level was tested with the hospital's meter and was found to read 256 mg/dl. The user was then hospitalized for a problem with his gall bladder. The user's bg was tested once again in the hospital and read 198 mg/dl compared to a reading of over 300 mg/dl from the user's dario meter. While on the phone with the user, dario's representative inquired how long his strips cartridge had been open and educated the user that strips that have been opened for more than 30 days can cause inaccurate readings. Dario's representative explained to the user that since he was using two dario devices at home, it was possible that he was not finishing both cartridges from both meters within 30 days. Dario's user guide states in the section regarding dario's test strips labeling "use within one month from first opening the cartridge foil". The user did not agree to answer the dario representative's question, or to give any additional information. Dario's representative offered to send the user control solution in order to further investigate this issue, however the user refused to troubleshoot with dario's representatives, and was only interested in a refund. There is not enough information available to further investigate this case. Therefore, no resolution is available.